Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 98 mg/dl. Troubleshooting was performed. The device was returned for analysis.